Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: d10 event summary: it was reported that prior to an unknown procedure, a ngage nitinol stone extractor was removed from the packaging and found to be broken in an unknown fashion. Another new device was used to complete the procedure. No adverse effects were reported due to this occurrence. Investigation - evaluation: reviews of the complaint history, instructions for use (IFU), device history record, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One ngage nitinol stone extractor was returned for investigation with the handle and basket formation in the open position. The male luer lock adapter was tight, and the collet knob was tight and secure. The polyethylene terephthalate tubing measured 3.8 cm in length. Kinks were noted in the basket sheath 49.5 cm and 56.6 cm from the distal tip. The basket sheath and support sheath were adhered. A functional test determined the handle did not actuate the basket formation. One basket wire was broken/cut. The basket formation appeared flat and smashed. A document-based investigation evaluation was also performed. No related non-conformances were recorded, and no lot-related complaints were received. Based on the device history record, it was concluded that there is no evidence that nonconforming product exists in house or in field. There were no identified gaps in the manufacturing instructions or quality controls procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use, which state, ¿excessive force could damage device.¿ based on the information available, investigation has concluded that a definitive cause for this event could not be established. It is likely the device was damaged during unpacking or subsequent handling before use. One of the basket wires may have caught on an unknown object and subjected to force, which caused the wire to pull out of the basket sheath and caused damage to the basket. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that prior to an unknown procedure, a ngage nitinol stone extractor was removed from the packaging and found to be broken in an unknown fashion. Another new device was used to complete the procedure. No adverse effects were reported due to this occurrence. Additional information has been requested.